Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out due to normal eri externalized conductors were noted on the riata lead. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted and in use.